Event description:
A hospital in (B)(6) reported that an iw934 cosycot infant warmer had sustained damage due to an impact and that the warmer head had cracked and the heating element was damaged. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the defective iw934 warmer head was returned to fisher & paykel healthcare service centre in (B)(6). Our analysis is accordingly based on the service report and photographs provided by our service centre. Results: visual inspection revealed that the upper case of the warmer head had sustained cracks radiating out from one area (likely the point of impact), confirming the reported fault. The heating element was found to be damaged at the connection to the harness and the shroud had blackened around this area. The heating element was also found to be faulty. Conclusion: the customer could not confirm what object the warmer head had come into contact with but had stated that the impact was the cause of the damge observed during inspection at our regional office. The warmer head was fitted with a new heating element, head case, and upper and lower harnesses and returned to the healthcare facility after passing the required electrical safety tests.